Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's alarm power up test fails code 10. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's alarm power up test fails code 10. There was no patient injury reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the executive processor pcb (0670-00-0770). Calibration was performed at 30 psi. Safety checks were performed according to factory regulations. The iabp was returned to the customer for normal use.